Event description:
Edwards received notification of an evoque valve in tricuspid position where the procedure was completed without complications. On post-operative day (pod) 0, ventricular tachycardia occurred several hours post procedure. Amiodarone was administered and the event's outcome was reported "recovered/resolved" on pod 2. No additional treatments or interventions reported.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with empirical evidence via information reported by edwards clinical specialist. Imaging evaluation was performed by the clinical imaging review team, and no device related issues or malfunction can be confirmed. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The complaint for valve deployed too ventricular was confirmed with objective evidence via imaging evaluation by the ew imaging clinical team. Imaging evaluation was performed by the clinical imaging review team, and no device related issues or malfunction can be confirmed. Available information suggests procedural factors (suboptimal trajectory, lack of leaflet capture) contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.